Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that the equipment doesn't work. Per service manual operational and diagnostic, this complaint can be confirmed. It was found during evaluation that the motor does not start, it was getting very hot. Further, moisture was present in the back of the housing, the locking rings were highly corroded. Also, there was a whitish coating on the mating part of the cable and button was defective. The motor and motor cable were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. Improper maintenance can be the most probable root causes of moisture in the back of the housing and whitish coating on the mating part of the cable. Fluid ingress into the locking rings and contact with the locking rings is responsible for corrosion. With the available information, we cannot determine the root cause of the other identified failures. The defective motor, motor cable, button and moisture in the housing would have caused the customer to experience the reported problem. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 11/25/2019 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in russia that the micro tornado hp w handcontrol device did not work. During in-house engineering evaluation, it was determined that the locking rings were highly corroded and there was a whitish coating on the mating part of the cable on the device. There was no procedure involved. No additional information was provided.